Manufacturer narrative:
Sterilization and lot history have been reviewed and determined to be acceptable. Report 2 of 2, see 1920664-2018-00068.

Event description:
The user facility in (B)(6) reported that the vitrectomy cutter was not cutting. It was replaced with a new one and the surgery was completed with no report of patient injury.

Manufacturer narrative:
The product evaluation has been completed. One opened bl5625 pouch from lot v9739 was returned. The expiration date on the label was 2019-01-01. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing and all over the outer needle shaft. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and aspirated as intended. The reported problem was not duplicated. The plant evaluation has been finalized. Review of the complaint database revealed that no other complaints have been submitted against lot v9739. The trend review performed indicates that the product is within control limits. CAPA (B)(4) was closed on 06 july 2018 but was still open when lot v9739 was manufactured (01 aug 2017). The root cause investigation concluded that the most likely root cause for the increase in cutter problems is attributable to internal cutter friction, tube set design, cutter test method. Per CAPA (B)(4) and qcr (B)(4) the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories in june 2018. The complaint lot v9739 was manufactured in august of 2017 prior to this change. The first lot of bl5625 product built in june 2018 with the vitrectomy tubeset enhancement was lot number w1998. Any product with lot number w1988 or higher will include the vitrectomy tubeset enhancement. No further investigation is necessary.